Event description:
The customer reported that during a procedure, the system shut down uncommanded, would boot up, and the high voltage power supply to the intensifier was unstable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage power supply to the intensifier needs to be repaired and parts have been ordered. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.